Event description:
It was reported that the pump has re-booted four times in the past day. The pump has been exposed to water; however, no moisture was noted in or on the pump. It was reported that there was no damage to the pump or battery cap, and the battery cap is secure on the pump.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: a review of the pump black box history showed that rebooting had occurred. There were no alarms related to the complaint in the pump history. Corrosion was observed in the battery compartment. The battery cap was able to secure to the pump and the pump powered on normally. The pump was exercised for 24 hours with no power issues or alarms occurring. The battery cap was tested and no defects were found to the cap contacts. A leak test was performed on the pump and the no leaks were found. The pump was opened and no damage was observed on the power circuit.